Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient described the skin reaction as bright red, swollen, itchy, and bumpy with clear ooze. Patient inserted the sensor at the abdomen on (B)(6) 2015. Patient cleaned the skin reaction with hydrogen peroxide. Patient treats the affected area with a prescription topical steroid cream, desoximetasone. Patient stated that her doctor prescribed the steroid ointment prior to getting dexcom system, approximately 3 months ago. No additional event or patient information is available.